Event description:
It was reported that during a labral repair procedure the anchor was fractured. The procedure was completed with the competitor device and caused a 30 minute delay. No patient injuries were reported.

Manufacturer narrative:
One (B)(4) microraptor regenesorb suture anchor reported on. The product was not returned for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. Due to product unavailability, the complaint could not be confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences unrelated to manufacture that could compromise product performance or integrity include: 1) non-compliance with technique driven instructions for use. 2) incomplete anchor insertion. 3) loss of or lack of axial alignment. Final product met predetermined specifications upon release to distribution.